Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection." A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported having a syringe of juvéderm voluma with lidocaine where 0.2ml of product was lost from the base of cannula. A feelsoft cannula 25g 50 was attached to the syringe. It was noted that the cannula was not on too tight and the cannula was changed. The cannula was attached and sufficiently tight but not too tight. After injection was completed, the injector noticed another 0.1-0.2ml of product has been lost from where the cannula attaches to needle. Upon further inspection, the luer lock was cracked. No cracking sound was heard. Patient has been injected in the jaw (jw4, jw5) inferiorly along prejowl sulcus and apex of chin with the cannula entry point immediately lateral to the antrgonial notch. About 0.6ml-0.7ml of product was used. There were no injuries.

Event description:
Healthcare professional reported having a syringe of juvederm voluma with lidocaine where 0.2ml of product was lost from the base of cannula. A feelsoft cannula 25g 50 was attached to the syringe. It was noted that the cannula was not on too tight and the cannula was changed. The cannula was attached and sufficiently tight but not too tight. After injection was completed, the injector noticed another 0.1-0.2ml of product has been lost from where the cannula attaches to needle. Upon further inspection, the luer lock was cracked. No cracking sound was heard. Patient has been injected in the jaw (jw4, jw5) inferiorly along prejowl sulcus and apex of chin with the cannula entry point immediately lateral to the antrgonial notch. About 0.6ml-0.7ml of product was used. There were no injuries.

Manufacturer narrative:
Lab analysis of the device found 1 empty syringe of 1.0ml received without cap nor needle. A crack is observed at the 3mm luer lock level. All released batches are compliant with the processing steps described in the master batch and our specifications and especially the sterilization cycle was recorded as compliant. All microbiological, physical and chemical results (endotoxins, bioburden) are recorded in compliance with our specifications and especially the extrusion force value shows our product¿s expected consistency. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). The release step combined with the absence of any deviation shows that no element could explain these issues.